Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. Patient stated that they heard the continuous glucose monitor (cgm) alert at 63mg/dl and ate two glucose tabs. Patient was awoken by the police department approximately 6 hours later. The patient's brother had called the police because the patient was not responding to his brother's outreach. The police department broke through the patient's windows and found the patient on the floor. The patient was taken to hospital. At the time of contact, the patient had recently been released. There was no alleged device malfunction. No additional event or patient information was provided.